Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was alleged in the letter received from (B) (6) that a revision surgery took place on (B) (6) 2010 after the plate had broken. It was further reported that the plate broke 3 weeks after it had been implanted.